Manufacturer narrative:
This follow-up MDR is being submitted as the product correction letter has been updated. An updated product correction letter was issued to inform the customer that the newly released bulk solution level sensor (04s68-03) will no longer be available in q4 2019 and to continue to use the bulk solution level sensor (04s68-02) with the following instructions: inspect the part for cracks prior to installation, continue to follow the weekly maintenance procedure after installation.

Manufacturer narrative:
Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c after further evaluation, the suspect medical device was changed from alinity I processing module, list 03r65-01, serial (B)(4) in section d of this report to alinity ci-series level sensor, bulk solution, list 04s68-02. Both products have the same manufacturing site of abbott max-planck-ring 2, wiesbaden, germany. Further investigation into this issue found that the patient results could have been impacted by a deficiency of the alinity I bulk solution, level sensor, where a crack could have developed due to environmental stress. A product correction letter has been issued to all worldwide customers with installed alinity I processing module and/or alinity c processing module. The letter informs the customer of the potential reliability issue with the alinity ci-series level sensor and that abbott has redesigned the part to improve the reliability. Abbott recommends that once the redesigned part is available, the customer should replace the level sensor on all alinity ci systems. The letter also informs the customer that they may continue to run the system using the level sensor (ln04s68-02) until the redesigned level sensor (ln04s68-03) replacement part is available. Until the part is replaced the customer was instructed to inspect the alinity ci-series level sensor weekly. The customer was also provided troubleshooting actions that should be taken if any of the error codes associated with a cracked alinity ci-series level sensor were received.

Manufacturer narrative:
This follow up MDR is being submitted to correct the alinity I processing module serial number in section h10 : the correct serial number is (B)(4). Complete information for section h9: correction/removal number: 3002809144-09/18/19-008-c after further evaluation, the suspect medical device was changed from alinity I processing module, list 03r65-01, serial (B)(4). In section d of this report to alinity ci-series level sensor, bulk solution, list 04s68-02. Both products have the same manufacturing site of abbott max-planck-ring 2, (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the customer site due to the alinity I, serial number (B)(4), generating multiple error code 1403 [unable to process test. Final read failure]. In addition to multiple depressed results. The fse discovered that the alinity ci snsr bsl (list number 04s68-02) was cracked and replaced it. Return testing was not completed as returns were not available. A review of the instrument service history found no additional erratic or discrepant results reported after the sensor was replaced. A review of the alinity ci-series operations manual provides adequate information, troubleshooting, and component replacement procedures concerning erratic/discrepant results or error codes. The service & support labeling review of the alinity I service documentation contains adequate information for the troubleshooting, removal, and replacement of the alinity ci snsr bsl (list number 04s68-02). A search for similar complaints identified no trends for the alinity ci snsr bsl. A review of the architect and alinity ia platforms revealed no trends associated with the discrepant result issue described in this complaint. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(4), or the alinity ci snsr bsl (list number 04s68-02).

Event description:
The customer reported falsely depressed alinity I tsh results on 72 patients. The customer provided one example result: initial = 0.0083 / retested = 2.0789. There was no reported impact to patient management.